Event description:
Lab performed psa testing on the dimension rxl and obtained results of 0.68 and 1.68 ng/ml. On a post-prostatectomy pt. Sample was tested with an alternate analyzer and produced a result of 0.0 ng/ml. Dade behring received sample and on 10/10/2000 confirmed a lower result, 0.0 ng/ml with an alternate reagent lot formulated to reduce non-specific binding. Concluded that pt sample contained heterophilic antibody that caused non-specific binding and elevated the result. There were no adverse pt consequences.